Manufacturer narrative:
Integra has completed their internal investigation on august 24, 2017. The investigation included: methods: review of device history records, review of complaints history. Results: device history record: device history record reviewed for device lot/084 a total of (B)(4) pcs were manufactured on 6/3/2008 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points except for rejected product labels which were replaced. No service history is on file for this device. The sampling plan is 100%. Complaints history: no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: the device in question was not released for review; should the product be returned a failure analysis and/or root cause will review will be performed at that time.

Event description:
It was reported that the mayfield 2000 radiolucent skull clamp came loose during surgery and the patient¿s head dropped. No patient injury and no surgical delay reported. Revision and medical intervention was not required. Request for additional information has been sent.